Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was an image issue (damaged pixels) while using the camera head. The issue occurred during preparation for use and there was no patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely the event occurred due to poor contact of camera unit, the image has white dots. A device history review of the current product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): ¿never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage. Result in more severe equipment damage.¿ olympus will continue to monitor the field performance of this device.

Event description:
This report is being submitted for additional information based on legal manufacturer's final investigation results .